Event description:
A home pt contacted baxter's technical service center for assistance. The home pt forgot to open the pt line clamp during priming. Baxter's technical service rep assisted the home pt in ending therapy and advised to start over with a new set-up. No pt injury or medical intervention was indicated at the time of the initial report.